Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the battery being discharged was determined to be that the battery was depleted. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service by a field service technician, a flo-gard infusion pump was found to have a discharged battery. No additional information is available.